Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73f1700194 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hem-o-lok clip would not close. Looked like an incomplete clip. Another clip was used without any problem.

Manufacturer narrative:
(B)(4). The MDR for report 3003898360-2018-00124 is being retracted due to submission error.